Event description:
It was reported that, "handles will not hold clamped position anymore. Surgeon has to maintain grip in order to maintain pressure. Furthermore, handle doesn't fully grip a29 patellas."

Manufacturer narrative:
Add'l lot czs03 was manufactured on 05/15/2006. Additional info has been requested and if available it will be submitted in the supplemental report.